Manufacturer narrative:
The insulin pump was received with motion sensor test failure error alarm during rewind due to motor encoder signal out of phase. No motor error alarm noted during testing. Displacement test wasn't performed due to motion sensor test failure error alarm. The device had minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's daughter in law reported via phone call, the device was exposed to an MRI and the device wasn't functioning properly. The device had alarmed motor error. Customer stated the device continued to go crazy and it alarmed motion sensor test failure. Troubleshooting was performed for motor error. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer's daughter in law was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.